Event description:
The manufacturer received information alleging a trilogy evo, iberia device had a "ventilator inoperative" condition occur. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. The evaluation of the device has not yet begun. The device was returned to a third-party service center for evaluation. If any additional information is received, a follow-up report will be filed.